Manufacturer narrative:
(B)(4). Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent full explant due to infection. It was noted that the physician does not know what the source of the infection was. The patient's devices were disposed of per hospital policy. The device history records were reviewed for the patient's generator and lead to ensure sterility prior to implant. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.